Manufacturer narrative:
This supplemental report is being submitted to correct the previous follow up report, which was submitted on (B)(6) 2021. This is to document that the IFU statement referenced in section h10 of the previous follow up MDR report is not applicable to the reported device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since no device was returned to the legal manufacturer the root cause could not be conclusively determined. Based on the repair evaluation, the potential cause of the lamp failure can be attributed to degradation of lamp main unit, failure of the harness connected to lamp, or operation failure of the led-unit. In addition, the e105 error code was displayed because there was a possibility that some kind of error was displayed when a phenomenon occurred from the information. The cause of the failure is wear or accidental failure due to long-term use, since about eight years have passed since the product was manufactured. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides warning that states, ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found error e105 was due to defective light-emitting diode (led) cables as the cables were an older version and were charred. Additionally, the external housing at tthe rear corner is damaged/deformed and the unit has an older software version and requires an update to the latest version. The unit was repaired to standard specifications and returned to the customer. The unit was purchased on april 2, 2014 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that an error code displayed "light bulb" on the video system unit during preparation for use. The unit was returned and upon inspection/testing, the unit was found to have an error e105 due to defective light-emitting diode (led) cables. There was no patient involvement or patient harm reported in the event.